Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console, the drawer failed and the recovery screen was filled with multiple drawers that were unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) documented that the customer requested case closure after entering information incorrectly, and the case was closed accordingly.